Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): a full lead was returned and analyzed and there were no anomalies found.

Event description:
It was reported that during an implant attempt there were difficulties advancing the stylet through the lead. Sensing and thresholds could not be obtained within normal limits. No patient complications have been reported as a result.